Event description:
It was reported by service report that the patient right top rail is broken and there are exposed sharp edges. It was also reported the switch assembly is shorting out. No patient involvement or adverse consequences are reported.